Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms or frozen screens noted. The insulin pump was received with cracked case at display window corners, cracked display window, minor scratched display window, stained end cap sticker and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 6.2 mmol/l. Customer was attempting to bolus when the alarm occurred, the device seemed frozen. The device was not dropped, bumped or exposed to moisture. Customer was advised the device need to be replaced. Customer agreed to return the device for analysis.